Event description:
It was reported that the reservoir leaked. Customer did not know where the insulin was leaking. The blood glucose reading is 257 mg/dl. Customer treated with a bolus. Customer stated that he smelled insulin inside of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.